Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter facility name is (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 11jun2025 during the pre-test, when fixed water was injected in the foley catheter the water did not drain out.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4783. Visual inspection noted the catheter balloon was partially deflated. During testing, the catheter filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. Only 2ml of methylene blue solution in the catheter balloon was deflated within 5 minutes. Again, the catheter was filled with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in-house syringe, while only 7 ml was deflated within 5 minutes. The balloon was dissected and confirmed the perforation notch was not perforated completely. This is out of specification per inspection procedure ip7601841, revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 during the pre-test, when fixed water was injected in the foley catheter the water did not drain out.